Event description:
(B)(6) reported that the pump's vibrations had weakened and it was not alerting as expected. Additionally, the pump's battery was depleting rapidly, shutting off automatically after two days instead of the usual 5-7 days. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined further troubleshooting and follow up, and no additional corrective actions were taken.